Event description:
It was reported that the tip of a needle broke off in soft tissue during a left rotator cuff repair case; it could not be located with arthroscopic inspection of the joint. X-ray confirmed the tip was retained in the pateint. The case was completed. The surgeon reported there appeared to be no harm to the patient to date. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record could not be reviewed. Based on the information provided, the most likely cause(s) of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.